Event description:
The customer's son reported that the customer was hospitalized for blood glucose levels above 300 mg/dl. Prior to the event, the customer was unable to rewind the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The insulin pump was able to rewind successfully. The customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.